Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The customer is using products not tested and validated to be used on the v60. Bacteria filter: hudson rci bacterial/viral filter. Teleflex circuit: hudson rci adult conchasmart noninvasive breathing circuit with conchasamrt column. Teleflex heater: hudson rci neptune philips clinical specialist informed cu the hudson heated circuit has too much resistance and is not approved for the v60. Only the f&p 25 mm circuit for heated wire is approved at this time. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a few units that were not going in to standby. The device was in use at the time of the event; however, there was no patient harm.